Event description:
Per the clinic, the patient experienced gusher during implantation on (B)(6) 2015, resulting in hospitalization (duration not reported) for cerebrospinal fluid leak post cochlear implant surgery. The patient underwent a surgical procedure (date not reported) to repair the leak. The patient is doing well and using the device as of report on (B)(6), 2015.

Manufacturer narrative:
(B)(4): the implanted device remains.